Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. It was reported that the patient underwent four separate operations for mesh erosion and had two more major surgeries to remove the mesh. The patient experienced constant pain daily, excruciating back pain, scar tissue and nerve damage. The patient is unable to have sexual intercourse and experiencing pain daily in vagina and constant infections. The device was removed. Additional information has been requested.